Event description:
Customer reported being hospitalized for dka. Customer was on his way to a dentist appointment when he started feeling sick and drove to the hosp. Customer did not change set for two days prior to hospitalization. Customer stated that cannula was bent upon removing set. The alarm history revealed an off no power alarm on morning of hospitalization, and a no delivery alarm on day prior indicating that customer was possibly not receiving insulin but continued to wear the set. Troubleshooting performed and the pump seemed to be operating as designed.